Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported unknown failure mode was confirmed as a needle to cuff miss/suture retrieval issue was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, there was an unknown issue with the proglide device. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.